Event description:
It was reported that the customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Suspected cause was due to the customer¿s settings requiring adjustments. Reportedly, the customer administered a manual injection to address elevated bg level. Customer updated their pump settings to address the event.